Event description:
Boston scientific received information that this lead was exhibiting impedance measurements less than 200 ohms. Additionally, oversensing was noted. A lead revision was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.